Manufacturer narrative:
The company representative observed no alarms, and no entries in the fault log. He found no 12v to dc to ac inverter pcb. The company representative replaced the keyboard controller pcb. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit's display went blank. The unit was replaced and therapy was continued. No patient injury was reported.